Event description:
It was reported that (1) device was used during a laparoscopic bowel resection. It was reported by the affiliate that the lcsk5 blade did not cut efficiently. Halfway into the case a solid tone indicated an issue with the blade. The handpiece was tested and the blade was determined faulty. A new lcsk5 blade was used to complete the case. There was no consequence to the pt.